Event description:
The patient came in reporting pain due to a disengaged poly and the cause is unknown. About 6 months after the primary surgery, the surgeon implanted a new thicker poly with a fixation screw. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 29 september 2025: lot 2412115: (B)(4) items manufactured and released on 24-jul-2024. Expiration date: 08-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional device involved, batch review performed on 29 september 2025: gmk-spherika 02.07.1205l tibial tray fix cemented s.5l (k090988) lot 2412115: (B)(4) items manufactured and released on 22-nov-2024. Expiration date: 07-nov-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusion: based on the information available no definitive root cause can be established. Based on previous similar events, it is likely that the insert was not correctly inserted in the tibial baseplate during the primary surgery but this cannot be confirmed. The investigation does not indicate any potential manufacturing related issue or systemic deficiency.